Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual investigation it was noticed that the device was returned without an o-ring. If a hand piece is activated without a o-ring, the insulation will be compromised. To determine if this was the case, the shaft of the tip of the device was split and examined. A small burn mark was present right below where the o-ring was designed to be. This indicates the device was activated without a o-ring, and that caused an arc. Unable to determine if the o-ring was removed or if it experienced wear. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed. A possible root cause maybe that the device was activated with out an o-ring.

Manufacturer narrative:
A copy of the medwatch report submitted by the user facility was sent to microline by the FDA. Microline has not received any information from the user facility directly, despite attempts to make contact. We have not received the product from the user facility, and are unable to perform an investigation. Based on the serial number provided, the handpiece was manufactured in 2006. The useful life of the handpiece is 1 year, and it appears this handpiece has been in circulation for 11 years. The likely root cause of this issue is use of the device beyond the end of its useful life. If the device or any additional information can be obtained from the user facility, a follow up report will be submitted.

Event description:
During a robotic assisted prostatectomy the surgeon was using the microline scissor handle and tip, a spark was seen from the shaft of the handle.